Event description:
Surgical malfunction report states that four pts showed adverse reactions, which could have been caused by endofix. The 4 pts who most likely showed adverse reactions to endofix had a second surgical procedure. Partially the screw could be removed. The others should not be removed as they have almost re-absorbed. In this case, joint lavage was performed. The surgeon stated that he sent a smear test to the bacteriology dept. No streptococcus or staph could be proved.